Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional and display screen blank) was confirmed. Upon investigation the rear response button was non-functional and there was liquid contamination on the ca, defib, and jtag boards. The cause for the defective response button was damage to the response button cable. The cause for the display screen failure was the contaminated battery board. The root cause for the damaged cable could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional and the monitor lcd screen was blank.